Event description:
It was reported to philips that there were problems with the c-arm motion. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened and completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified that there were problems with the c-arm motion. During troubleshooting, the fse identified problems with the room temperature, humidity, and bodyguard sensors. To resolve the problem, fse calibrated sensors. After calibrating sensors, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue completed as planned by using wired footswitch. If a loss of the c-arc movement occurs during a procedure, no restart performed to resolve the issue. By using the same system the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with no restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.